Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "poor bone union after initial surgery with gamma4. Revision bha surgery was performed on (B)(6) 2025, due to g4 nail fracture. During the initial surgery, the bone was fixed in a slightly varus position. Non-union occurred, resulting in a g4 nail fracture at the lag screw position."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "poor bone union after initial surgery with gamma4. Revision bha surgery was performed on (B)(6) 2025, due to g4 nail fracture. During the initial surgery, the bone was fixed in a slightly varus position. Non-union was occurred, resulting in a g4 nail fracture at the lag screw position."